Event description:
A report was received that the patient experienced discomfort at the ipg site. The ipg site was examined and it showed that the skin was red, irritated and somewhat open with seeping fluid. The patient underwent a procedure wherein the wound was cleaned of debris, the dying tissue was removed and re-sutured. The patient was doing well postoperatively.